Event description:
It was reported that a hospital employee splashed cidex opa solution in the employee's eye and onto the surrounding skin causing a chemical burn. At the time of the incident, the employee was wearing the employee's own glasses, but not goggles. The employee was bent over the solution to control a suction pump connected to the colonoscope for rinsing when the solution "squirted out of the control valve" and into the employee's right eye and the surrounding skin. The employee rinsed the eye with water for 15 minutes and used dacrilose solution. The skin area became red and inflamed, and the eye had a white "filmy discharge for 1 1/2 days". Eye pressure remained normal and no blistering occurred. Ophthalmologist prescribed eye drops and vicodin for pain. Employee is back at work and will wear goggles whenever using the solution.